Manufacturer narrative:
Additional information: b5, h3, h6 information received shows that this event is a duplicate of another issue reported under regulatory report (B)(4). This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the reported product's external adapter/outer connection was cracked. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the reported product's external adapter/outer connection was cracked. Both venous and arterial adapters had an issue. The issue occurred during visual inspection. There was nothing unusual observed on the device prior to noticing the issue. The catheter had been placed for 1-5 months. The catheter was repaired. There was a slight bleeding. Iodophor was the cleaning agent used on the device. Cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Tego was not utilized. The insertion site was treated prior to product placement with normal disinfection treatment. Hand was the method used to tighten the adapters. There was no excessive force used on the device. No other products are being utilized with the device. As a remedial action, it was replaced with a temporary external connector of the catheter. The procedure was able to proceed and was completed after the remedial action was done. There was no blood loss, and no blood transfusion was required due to the event. There was no medical interv ention/treatment required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, the reported product's external adapter/outer connection was cracked. There was nothing unusual observed on the device prior to noticing the issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no excessive force used on the device. As a remedial action, it was replaced with a temporary external connector of the catheter. The procedure was able to proceed and was completed after the remedial action was done. There was no blood loss and no blood transfusion required due to the event. There was no medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.